Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the lines of a cassette. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported air in the patient line but could not identify any obvious issues with the supplies that would cause or contribute to the air. The patient planned to restart therapy using new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.